Manufacturer narrative:
Analysis synthesis: a review of the quality documents confirmed regular device manufacturing. Review of the provided real-time data confirmed the ventricular capture threshold increased from 0.5v the (B)(6) 2023 (implantation day) to 2.25v the following day. On (B)(6) 2023, a re-intervention occurred, and a pericardial effusion was observed during an attempt to position the lead at the apex. The lead was then repositioned at the low septum position, resolving the reported electrical problem with a ventricular threshold measured following the reintervention at 0.5v. The reported electrical problem occurred due to the ventricular perforation and a lead malfunction is not suspected to be the cause of the event. Cardiac perforation is a well-known potential complication associated to such implantable devices, discussed in published literature. It can be attributed to various factors, such as patient physiology or physician preferred implant site, and are independent of the lead characteristics. The results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, the ventricular lead was positioned at the apex. On (B)(6) 2023, an increase in ventricular threshold occurred (one day after implantation). On (B)(6) 2023, a reintervention took place to reposition the lead, and a pericardial effusion was noted when an attempt was made to position the lead at the apex. The lead was therefore repositioned at the low septum, resolving the reported electrical problem.

Event description:
Reportedly, the ventricular lead was positioned at the apex. On november 28, 2023, an increase in ventricular threshold occurred (one day after implantation). On (B)(6) 2023, a reintervention took place to reposition the lead, and a pericardial effusion was noted when an attempt was made to position the lead at the apex. The lead was therefore repositioned at the low septum, resolving the reported electrical problem.